Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states the left side screw unloosened on the wheel lock assembly causing the bracket that locks the wheel in place to fall off and it was lost.